Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a coronary artery. After inflation of the xience xpedition stent delivery system, the stent and balloon moved and was not positioned at the expected location within the target lesion. An additional unplanned stent was required to complete the lesion treatment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.